Manufacturer narrative:
Device evaluation summary: device returned for evaluation. Kinks evident on the hypotube. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity coronary drug eluting stent was attempted to be used. There was no damage noted to the device packaging and no issues noted when removing the device from the hoop. It was reported that the stent failed to cross the lesion. No patient injury reported.